Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient presented to the hospital due to a syncopal episode. The threshold measurements were high and out of recommended range. There was no oversensing. The impedance measurements were stable. Fluoroscopy was performed. There were no conclusive images of a fracture noted. An invasive procedure was performed to cap the pace sense portion of the other manufacturer's rv lead. The lead was reported to have not delivered pacing when required. This device was explanted during the procedure due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.